Event description:
A repeatedly reactive (B)(6) enhanced assay result was obtained on a patient sample and reported to the physician. The patient was at the hospital for delivery. Another sample was obtained from the patient adn tested. The results were reactive. At this point the patient was dilated 9.5 cm and the laboratory recommended a c-section for delivery to ensure all precautions for (B)(6) sample. Supplemental confirmatory testing was performed on both samples after the delivery and the results were non-reactive. There was no report of adverse health consequences due to the discordant (B)(6) enhanced assay result.

Manufacturer narrative:
The instruction for use clearly states that repeatedly reactive specimens on the advia centaur must be investigated using supplemental tests (B)(6). This event is being reported because a c-section was performed based on the reactive results. No further evaluation of the device is required.